Manufacturer narrative:
Results: the first indigo system aspiration catheter 6 (cat6) was kinked approximately 10.2 cm from the hub. The cat6 was kinked and ovalized in multiple locations along the distal shaft. Conclusions: evaluation of the returned devices confirmed that the first cat6 was kinked in multiple locations in the distal shaft. This type of damage typically occurs due to improper handling during removal from packaging. If the cat6 is removed from its packaging tube at extreme angles, this type of damage may occur. Evaluation of the second cat6 revealed that it was kinked and folded lengthwise along the distal shaft. This damage likely occurred due to forceful handling of the device during insertion into the patient anatomy. If the cat6 distal tip was pinched or otherwise compressed during insertion into the patient, the catheter may fold over itself. Evaluation of the returned sep5 revealed that the core wire of the sep5 was fractured. This damage likely occurred due to improper handling. If the sep5 is withdrawn through a closed rhv, the bulb may fracture off. Penumbra catheters and separators are 100% visually evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2016-00728, 3005168196-2016-00729.

Event description:
The patient was undergoing a thrombectomy procedure using indigo system aspiration catheter 6 (cat6) devices and an indigo system separator 5 (sep5). During preparation for the procedure, the physician opened an initial cat6 and noticed that it was kinked at the distal tip. The kinked cat6 was found prior to use and therefore, was not used for the procedure and did not enter the patient's body. The physician then opened a new cat6 for the procedure and inserted it into the other manufacturer's sheath. On the second pass, the physician noticed that the cat6 was kinked. The physician did not report any resistance while using the cat6; however, force may have been applied upon insertion of the cat6. The kinked cat6 was removed and the procedure continued using an indigo system aspiration catheter 5 (cat5) and the sep5. While using the cat5 with the sep5, the physician noticed that the sep5 was not exiting the cat5 properly. Upon pulling back the cat5 with force, the sep5 came apart in the rotating hemostasis valve (rhv). The broken sep5 was then removed and the procedure was completed using a new sep5 and the same cat5. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that section h. Box 10. Additional narrative and/or corrected data on the initial MFR. Report incorrectly stated the following: "evaluation of the second cat6 revealed that it was kinked and folded lengthwise along the distal shaft." The sentence above should have read as follows: "evaluation of the second cat6 revealed that it was ovalized and folded lengthwise along the distal shaft."